Event description:
Additional information: the patient had fusions and had rods in her back, and the patient indicated that her spine was basically collapsing. After the patient got the pain pump, she kept saying, ¿gee, it just doesn't seem like its helping¿. The patient never got any relief. It was reported that they discovered that the previously implanted catheter was not in there, and they took it out (a separate report will be submitted). They put another catheter in and the same thing happened. The patient said it "just never felt like it was giving me anything." And then the patient was going to get an epidural shot. While under fluoroscopy, they discovered that the catheter was dislodged for the second time. The second catheter was removed. The patient was put on hydrocodone for approximately a month, but it did not help at all. The patient has been dealing with this since last april and had not had any pain relief yet. The patient was just about ¿ready to tear my hair out¿ and was going to look for a different clinic.

Event description:
The patient reported never having therapeutic effect; they experienced acute pain. Their device was removed because the catheter wouldn't stay in their spine. It had become dislodged and was removed permanently. Per patient, the hcp did not know if patient's scoliosis was causing it because the patient had catheters removed that were cut in half. Per patient, they have rods, screws etc. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.. Accessory: model#: 8590-8, lot# n296922, implanted: (B)(6) 2011, explanted: unk. (B)(4).